Event description:
A false high advia centaur xp vitamin d result was obtained on a patient sample. The physician questioned the result. The result was discordant with the previous result from two months ago. Repeat testing was performed on the patient sample and the result was still high. The patient is not taking any vitamin d supplements. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.

Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."